Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ring cover, two side bail covers, upper case and lower case were broken. It was also noted that the battery release was contaminated, the lead flex cover was contaminated, the battery contacts were compressed, the ring was missing, two side bails were missing, and the battery drawer was broken. (B)(4).

Event description:
It was reported there was physical damage. The device was returned for repair, analyzed and tested out of specification. No information was received indicating patient involvement.